Event description:
The hospital reported that after an endoscopic vein harvesting procedure, the green plastic covering on the dc extension cable came off of the device. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).